Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-jan-06: information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient stated the implant was not working: the patient stated they couldn't increase stimulation since a couple of weeks ago. The patient stated they called the representative on friday and they told patient to call back on monday, but the pt was not sure who to call. The patient reported seeing settings not available message on all of their groups. The agent was sending a message to the local field representative about patient call. The patient mentioned that they had a [unrelated] hip replacement and they have a crushed femoral nerve and the tingling in their leg will not stop. The patient was trying to increase one of the settings that might help relieve some of the nerve pain. The patient reported they were in pain and had stimulation turned off for a while due to this. A rep noted they would reach out to the patient. 2025-feb-19: additional information was received from the manufacturer representative (rep). All electrodes in the left side were out of range. Their pain was predominantly on the left side. The rep was able to reprogram the dcm algorithm on the right lead, which seemed to provide bilateral coverage. I¿ve informed the physician and told them that I would follow this patient for the next couple of days and see if this controls their pain. If it did, they could probably avoid a late revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports there is no way to know what is causing the impedance issues. Rep reports the differential target multiplexed (dtm) algorithm seems to be giving the patient adequate pain relief, therefore the issue is considered resolved at this time.